Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 215 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer was assisted with troubleshooting. Customer was reported that they were able to clear and rewind the insulin pump. Customer stated that the insulin pump was exposed to x-rays. Customer was also reported that they were unable to go to the status screen and stuck in rewind option. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.